Event description:
It was reported that during an office visit the implantable pulse generator (ipg) had no telemetry with two different programmers and no magnet response; pacing was absent. The ipg was explanted and not replaced due to patient's condition and age. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).